Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00434902502, tm reverse baseplate, lot #62428982. Catalog #00434903603, tm reverse liner, lot #62465423. Catalog #00434903611, tm reverse glenosphere, lot #62501364. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain in their operative shoulder.

Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. The device history records indicate the devices were manufactured to specifications with no deviations to the standard manufacturing process. Inspection documentation shows all devices that were accepted/ completed and sent to inventory met specifications. This device is used for treatment. A product complaint history search has shown that no previous complaints exist for this part/lot combination. Information from the medical device reporting information form indicated that insufficient purchase of the inferior screw is a possible cause of the slight baseplate displacement; however, the root cause of the reported pain or baseplate shift cannot be definitively determined. Review of x-ray images was attempted; however, the assessments were indeterminate due to poor image quality. Follow-up communication stated that the subject is doing better and there is no revision scheduled.